Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The technical service representative (tsr) asked if any of the bags came undone and the home patient (hp) stated no. During troubleshooting, there was nothing unusual noted about the supplies. The tsr had the hp cycle power to clear the alarm. The hp would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.